Manufacturer narrative:
(B)(4). The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The nc tenku balloon dilation catheter device is an abbott vascular manufactured device which is distributed in (B)(4) by (B)(4). Although this device is not commercially available for sale in the us, it is similar to a device currently marketed for sale in the u.s.

Event description:
It was reported the procedure was to treat a de novo lesion with mild tortuosity and heavy calcification in the right coronary artery (rca). The 2.0 x 12 mm nc tenku balloon catheter was advanced to the target lesion and inflated to 14 atmospheres (atm). During the second inflation, the balloon did not inflate and blood was observed to be coming. A balloon rupture was suspected and the device was not used further in the procedure. A new device was used to complete the procedure. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). The device was returned for analysis. Visual and functional inspections were performed on the returned device. The balloon rupture was not confirmed however there was a leak in the outer member. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined the reported difficulties appear to be related to circumstances of the procedure.